Event description:
It was reported that an overinfusion of heparin occurred. The pt experienced bleeding and hemoglobin and hematocrit levels were low. The pt was given one unit of blood two days after the incident.